Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 4 and 24 hours on the arm.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and the cannula measured out of specification at 1.291 inches. It is unknown how or when this damage occurred. During the investigation fluid was still able to reach the distal tip of the cannula despite this damage. No timeouts or drive stalls were seen in the download data. No other damages or defects were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and the cannula measured out of specification at 1.291 inches. It is unknown how or when this damage occurred. During the investigation fluid was still able to reach the distal tip of the cannula despite this damage. No timeouts or drive stalls were seen in the download data. No other damages or defects were found.